Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no power. The customer reported that they were having high blood glucose of 540 mg/dl at the time of incident. The customer also reported that they received failed battery test alarm. The customer's blood glucose was 483 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the failed battery test alarm was cleared after troubleshooting. The insulin pump will not be returned for analysis.